Event description:
The customer reported that the system intermittently displayed a communication failure error message. This error message likely caused the system to lock up or prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.